Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator "was not working" it passed all incoming vxi tests and on the bench the outputs were verified on the oscilloscope through its full range of settings with no anomalies observed and the rate was verified on the counter through its full range of settings and no anomalies were observed. Analysis did note that one battery release was contaminated and that one side bail cover was broken. Both were replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.